Manufacturer narrative:
Device not returned. Ccds staff has been in contact with hcp, explaining the decontamination process, the chemicals used (sdss), and provided a link to faqs for hcps as well as suggesting airing out the masks prior to use. Although no malfunction or serious injury of the decontaminated respirator has been confirmed, this report is required under the terms of the eua.

Event description:
User reported burning throat/chest; pressure/discomfort with breathing. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.